Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the lip of reservoir compartment was broken. The customer's blood glucose level was 270 mg/dl at the time of incident. The customer also stated that due to the reservoir lip chipping off, reservoir does not tighten like it should. The customer was advised to replace the insulin pump and revert to the back up plan and replacement insulin pump will be sent back to the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. Device meets specification: no.